Event description:
The customer reported that when preparing the subject device for an unspecified diagnostic procedure, the device displayed an error code e315 (scope error). The intended procedure was successfully completed. There was no patient/user harm or injury reported due to this issue.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, foreign material was found to be exiting from the channel. In addition, service found that angulation in the up direction was out of specification due to wear of the angle wire, there was a gap at the up/down knob due to wear of the angle wire, and the flexibility adjustment was not functioning due to wear of the flexibility ring. There was liquid leakage due to deformation of the scope connector cover. There was a b30 error message (scope communication error) due to a damaged charge-coupled device (ccd) unit. The light guide (lg) lens was broken and the condition of the light guide bundle was poor. The adhesive part of the bending section cover was broken. The scope connector cover was scratched and dirty. The insertion tube protector was cut off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon "foreign material is coming out from damage of tube" was presumed to have been due to the following: ·because of handling of the endoscope, the j-tube was kinked and lubricant was discharged from the inside of the device. ·because of inappropriate reprocessing in the past, foreign materials remained inside the auxiliary water channel was discharged. The suggested phenomenon "error 315" was presumed to have occurred due to the means of handling of the endoscope, which caused the distal cover to become distorted, allowing water to enter the device. Continuous use in this way further allowed the charged coupled device unit to break, leading to the suggested error. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the auxiliary water feeding function ·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: "·all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. ·the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2). ·nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.